Event description:
It was reported that a cartridge alarm occurred during the load process with the pump, and the customer did not wait until prompted to remove the used cartridge. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Corrective actions included educational guidance from technical support about waiting during the load process, replacement of the pump with updated software, and instructions for transitioning to a backup therapy using multiple daily injections. The customer was advised on returning the faulty pump and understood all instructions provided by technical support.